Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance trend on the rv (right ventricular) pacing lead was variable, and the right ventricular lead integrity alert was triggered. Also there was a r-wave amplitude measurement issue. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the device clinic with a report of their device alarming. It was determined the patient's right ventricular (rv) lead had a fracture as evidenced by high pacing impedance and oversensing seen with elevated sensing integrity counter (sic) counts and high rate non-sustained tachycardia episodes. The detections were programmed off and the rv lead explanted and replaced four weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.